Manufacturer narrative:
Retainer ring=black insulin pump passed displacement test. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked belt clip rails, cracked case (battery tube), cracked keypad overlay and corroded battery tube. The p-cap/reservoir does lock properly. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had a cracked belt clip. No harm requiring medical intervention was reported. Insulin pump was returned for analysis.